Manufacturer narrative:
Investigation: investigation findings: 10 samples from lot 24b20301 were tested for inner and outer diameter (ID & od) - results were within specification and consistent with: lot 24b20302 (same production period) earlier lots (23b10302 and 22b09501) no significant differences found in catheter dimensions or wall thickness. All staff were trained and qualified equipment (yjc009) used in (B)(6) 2023 showed no faults; parameters were within limits. Raw material hardness was 80, within the acceptable range (80 ± 2). Production followed sops; hourly inspections confirmed compliance. Conclusion ¿ no abnormalities found in material, production, or inspection processes. ¿ no evidence of reduced hardness or quality issues in the batch. ¿ root cause: cannot be determined due to lack of physical samples from the complaint. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
Consumer states she has been using this same product for the majority of her 25 yrs, catching regularly for retention. Likes this catheter and never had issues before with it. She is 82 yrs old and she said this order "most all of them" she has used thus far this past order just seem more "flimsy" like they are not the same stiffness like they once were thinking possibly we changed the material of them. She said they are like "wet noodles" not easily going in at entrance of urethra. She said she has diabetes and has been "shakier" and this can affect her ability to easily insert the catheters as well and finding her urethral opening easy. She said she has had to get her fingers very close touching her urethra when trying to get these in and she said she did get a uti recently as well she did have to get her urine tested for which was positive for uti and she needed oral antibiotics for. She never places lubricant on them prior to use, saying she has never had the need. She also never cleanses herself/ urethral meatus prior to inserting a catheter. No photo available.